Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 2 states, "fracture, loosening or subsidence of the prosthesis."

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2015 due to loosening of the tibial tray. During the procedure, the tibial tray and polyethylene tibial bearing were removed and replaced.